Event description:
(B)(4) study. It was reported that suboptimal deployment and suboptimal apposition of the study stent occurred. In (B)(6) 2012, the patient presented with intermittent episodes of left arm pain, back pain, chest discomfort and diagnosed with 2-vessel disease with class IV symptoms and was referred for cardiac catheterization. Target lesion was de-novo lesion located in the proximal left circumflex (lcx) with 70% stenosis and was 18 mm long with a reference vessel diameter of 2.75 mm. Target lesion was treated with direct stent placement using a 2.75 mm x 24 mm ion us coa stent. Post deployment of the study stent in proximal left circumflex, ivus revealed ¿suboptimal deployment and suboptimal apposition¿ which was treated with balloon angioplasty. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).